Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5103246, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing undesired stimulation on non targeted area due to lead migration. The patient was about to have a lead readjustment, however, during the procedure it was found out that the patient had an infection at the midline incision. Symptom of pus was noted. It was also reported that the physician was unsure if infection was device related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.